Event description:
It is reported that the pt underwent manipulation of the knee under a spinal block.

Manufacturer narrative:
Evaluation summary: a review of the item history yielded no additional complaints for same or similar conditions. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.